Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of any da vinci product issues, and no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient event information. Section b4 currently captures the date of the medwatch submission to FDA. The date that the literature article first came to the attention of intuitive surgical, inc. (Isi) was 17-oct-2025. Citation: noda, k., et al. (2024). Totally endoscopic robotic repair of coronary sinus atrial septal defect with concomitant tricuspid annuloplasty. General thoracic and cardiovascular surgery cases, 3(42). Https://doi.org/10.1186/s44215-024-00167-1.

Event description:
A review of an article titled, "totally endoscopic robotic repair of coronary sinus atrial septal defect with concomitant tricuspid annuloplasty," was conducted. The article aimed to describe a rare case and evaluate the feasibility of a totally endoscopic robotic approach for coronary sinus atrial septal defect repair with concomitant tricuspid annuloplasty. The study was a single-patient case report that analyzed 1 patient who underwent a totally endoscopic robotic repair of a coronary sinus atrial septal defect and tricuspid annuloplasty between 16-apr-2024 and 30-aug-2024. The patient experienced postoperative episodes of paroxysmal atrial fibrillation requiring anticoagulation therapy. The patient was discharged on post-operative day #12 and was clinically well after a year. The authors concluded that robotic technology could offer a feasible alternative due to its ability to provide a high-quality surgical view of this anomaly. Per the author, there was no device malfunctions and no events were caused by the da vinci surgical system.